Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, the threaded holding tool broke off inside the tibial tray during insertion. There was a 15-20 min delay implanting the poly due to not being able to thread an instrument into the tibial tray. No additional patient complications were reported.